Event description:
It was reported that the user accidentally dropped the ilet, resulting in a cracked screen while the device continued to function, and a replacement was provided with instructions for return and data sync. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no hospitalization, no medical intervention, and uninterrupted cgm use. Investigation included collection of user reports and return of the original device for assessment. Investigation of this case revealed damage to the display enclosure consistent with user-induced mechanical impact, with no reported alerts or alarms and no indication of internal functional failure. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to accidental drop.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.